Manufacturer narrative:
Product #2 pi main [pi-2020-0198175-02] the event of lead explant and replacement due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33219. It was reported that the patient's leads migrated. As a result, surgery occurred to explant and replace the leads, which resolved the issue. Therapy was restored post-operatively.